Event description:
The mammotome st holster malfunctioned (gave us a green cable error and became non-functional) as we were about to sample the right breast tissue. The nst8 probe was in the pt's breast when this event occurred. The probe was manually removed from the breast and the holster was replaced with a "like" holster that then functioned without issue. The study was then completed. Reason for use: stereotactic breast biopsy.